Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy with moisture) issue. Reportedly, there was moisture behind the display and the screen could not be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: investigation revealed moisture behind the display. Leak testing revealed a leak at the battery compartment. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked, the pump casing was cracked between the case seal and the display lens, and there was moisture on internal pump components.